Event description:
On (B)(6) 2012, the pt reported, the up/down buttons of the infusion device are not responding to button presses. He noticed the issue during the past month. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.